Event description:
A physician reported a pt who received her first treatment on 4/3/97 with three formations of collagen into the nasolabial folds, vermilion border, oral commissures, and glabella. On 5/14/97, the pt was seen and reported painful purplish, red, raised areas at the glabella and nasolabila folds treatment sites. The pt had self-medicated with motrin and the physician prescribed no medical or surgical intervention at the time. On 8/18/97, the pt returned to the office with persistent pain at the perioral injection sites. The physician injected intralesional kenalog in the nasolabial folds. The physician believed that the pt had developed a delayed hypersensitivity.